Event description:
"Submission of this report by mentor h/s is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Mentor h/s expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used in any civil action" see product evaluation attached hereto. Pursuant to info rec'd from the physician, he noted that he rec'd a smooth saline prosthesis which was not the same size marked on the outside packaging. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.